Manufacturer narrative:
Argus case (B)(4).

Event description:
In addition, it was learned that the consumer had lung cancer during the interview. [Lung cancer]. Case description: this case was reported by a consumer via call center representative and described the occurrence of lung cancer in a (B)(6)-year-old male patient who received double salt dental adhesive cream (corega flavour free adhesive cream) cream (batch number td5g, expiry date 30th april 2022) for drug use for unknown indication. On an unknown date, the patient started corega flavour free adhesive cream. On an unknown date, an unknown time after starting corega flavour free adhesive cream, the patient experienced lung cancer (serious criteria gsk medically significant) and product complaint. The action taken with corega flavour free adhesive cream was unknown. On an unknown date, the outcome of the lung cancer and product complaint were unknown. It was unknown if the reporter considered the lung cancer to be related to corega flavour free adhesive cream. Additional details: the consumer bought corega and reported that corega does not stick. Corega does not contain any taste, does not adhere to 40 gr. It was also learned that the consumer had lung cancer during the interview.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of lung cancer in a 62-year-old male patient who received double salt dental adhesive cream (corega flavour free adhesive cream) cream (batch number td5g, expiry date 30th april 2022) for drug use for unknown indication. On an unknown date, the patient started corega flavour free adhesive cream. On an unknown date, an unknown time after starting corega flavour free adhesive cream, the patient experienced lung cancer (serious criteria gsk medically significant) and product complaint. The action taken with corega flavour free adhesive cream was unknown. On an unknown date, the outcome of the lung cancer and product complaint were unknown. It was unknown if the reporter considered the lung cancer to be related to corega flavour free adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer bought corega and reported that corega does not stick. Corega does not contain any taste, does not adhere to 40 gr. It was also learned that the consumer had lung cancer during the interview. Follow up information was received from consumer on 14 may 2020: this case was associated with a product complaint. Co-suspect products included salbutamol sulphate (ventolin) unknown for product used for unknown indication. Respiro unknown and tutast unknown for product used for unknown indication. On an unknown date, an unknown time after starting corega flavour free adhesive cream and ventolin, the patient experienced lung cancer (serious criteria gsk medically significant) and product complaint. The action taken with corega flavour free adhesive cream was no change. The action taken with ventolin was unknown. On an unknown date, the outcome of the lung cancer and product complaint were unknown. It was unknown if the reporter considered the lung cancer to be related to ventolin, respiro and tutast. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. The patient relative was called and stated that no adverse effects were observed. Relative of patient stated that the adhesive and fluidity of the product that patient use was low. A new one has been sent in place of the product. Ptient was diagnosed with cancer during using corega. Patient relative stated that they did not associate with corega and reported that corega is currently in use. Consumer stated that patient's dentist died. Patient relative stated that they could leave the product to the pharmacy or give it to be examined if someone comes and gets it.

Manufacturer narrative:
Argus case (B)(4).